Manufacturer narrative:
This complaint is still under investigation.

Event description:
Pseudotumor was found and the patient felt pain

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided photography by depuy cpd finds it is not possible to say if there is a manufacturing fault from the clinical information reviewed by this report. None was reported. Based on the information received and the investigation performed the root cause of the need for revision was undetermined, the reason for revision was not solely due to the device. All total hip arthroplasty has a risk of failure and the risks for an individual are an unpredictable combination of patient, surgical process, surgical procedure and device related interactions. (B)(4). A review of the DHR (device history record) for product number 962712000 lot number 2443322 found no anomalies. The databases search found no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.